Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was advised to check the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) pcba, power management (pm) pcba, and the central processing unit (cpu) pcba. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer did not provide the diagnostic report (drpta). The customer informed the asp that the device returned to normal after a restart. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.